Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.8, reference: 2.9, mean: 3.85, confidence limits: 2.2 - 5.3, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported that pt is (B)(6), below the validated testing criteria of 18 yrs old. No product associated with the complaint is expected for return. No strip lot info provided. Further analysis or investigation is not possible. Conclusion: product in complaint is for use with pts age 18 and older. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No strip lot info was available. No product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, lab: 3.1. Date: (B)(6) 2011, inratio: 5.8. Date: (B)(6) 2011, inratio: 4.8, lab: 2.9. Inr reading from (B)(6) 2011 was obtained during training. Nurse was unsure of time in between tests on (B)(6) 2011. (B)(6).